Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascws0240 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was no needle protector inside the package and which caused the nurse's finger stabbed by the needle during unpacking.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the needle damaging the packaging is confirmed and the cause is likely supplier related. One opened 20 ga x 0.75 in safestep infusion set and packaging was returned for investigation. The needle cover was not returned with the sample. Microscopic observation of the returned packaging revealed a puncture through the tyvek lid. The puncture was ¿c¿ shaped. Observation from the inner surface revealed the ¿c¿ shaped flap to be pushing outwards towards the surface. This is indicative of an internal force causing the puncture. It is unknown if the needle protective sleeve was present prior to packaging opening. Based on the description of the reported event, possible contributing factors include needle protective sheath not assembled properly or missing. The supplier has been notified of this event. A lot history review (lhr) of ascws0240 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was no needle protector inside the package and which caused the nurse's finger stabbed by the needle during unpacking.